Manufacturer narrative:
Additional components potentially involved in the event include: scs, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000095610. Date of event is estimated.

Event description:
It was reported one of the patients leads migrated. As a result, surgical intervention was undertaken wherein the migrated lead was explanted and replaced to address the issue. The investigation did not determine which lead was fractured.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information. Date of event is estimated.